Event description:
Pt states that she had a vena cava filter implanted in 2000. In 2006 she came down with a case of pneumonia and had a catscan, which revealed that the ¿leg¿ of the filter had migrated from her heart to her lung. She denies pain or any other symptoms. Her physician believes that removing it would cause more harm than good. She¿ll call back if she learns the MFR name.